Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 44 mg/dl at the time of the incident. The customer was treated with glucose however, customer did not mention symptoms related to low blood glucose. The insulin pump will not be returned for analysis.